Event description:
It was reported that the patient exchanged their controller at home due to power cable disconnect alarms. The patient stated that they were on battery power and the connection was good. The patient reported that after the exchange, there were no further alarms. Log file analysis found several power cable disconnect events while connected to battery power on (B)(6)2023. These events appeared to be associated with a brief reduction in the relative state of charge (rsoc) signal values. The patient felt fine throughout the exchange. They came into the office within a couple hours and had the backup controller swapped with another controller from inventory. They have had no further issues. They were educated on keeping the connections clean.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via review of the submitted and downloaded log files, collectively containing approximately 2 days of information (07jun2023 to 09jun2023 per the timestamp). Beginning at 14:01 on 09jun2023, intermittent power cable disconnect alarms were observed while the controller was connected to battery power. These alarms activated due to the rsoc of the black power cable briefly fluctuating to ~0v and triggering an internal rsoc invalid fault. The atypical alarms cleared shortly after activation each time, when the rsoc returned to its typical values. These events did not impact ability of the controller to operate the pump, as the pump maintained a speed above the low speed limit without issue while the driveline was connected. The returned heartmate 3 system controller (serial number: (B)(6)) was functionally tested and found to perform as intended; atypical alarms could not be reproduced. Provided information indicated that the alarms resolved following the exchange of the controller. The root cause of the reported event could not be conclusively determined through this evaluation. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.